Event description:
The pt reported being hospitalized due to elevated blood glucose of 40.8 mmol/l (734 mg/dl) and ketoacidosis from (B)(6) 2011. She injected insulin via pen to lower her blood glucose. Type of treatment received at the hospital was not provided. Normal blood glucose range is unk. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.